Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 230 mg/dl. The customer reported that insulin was squirting out of the insulin pump during the priming process. Troubleshooting was done. The customer reported being unable to exit the preparing to prime loop. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time. (B)(4).